Event description:
I received a phillips dreamstation ii CPAP machine as a replacement for a recalled dreamstation machine. Since receiving it in (B)(6) 2021, the machine has frequently malfunctioned where it was not possible to turn the machine on unless the power cord was unplugged and plugged back in. Since the beginning of 2024 this has begun to occur with much greater frequency, and in the last 7 days has required unplugging the machine on 3 nights to be able to use it for nighttime therapy. Along with that issue, the android app from phillips to monitor sleep therapy has stopped functioning and will no longer connects with their server, so it is no longer possible to monitor events during CPAP use. My insurance only covers a new machine every 5 years, and they are considering the date I received the original ds which was (B)(6) 2020, so I am not eligible for a replacement machine until (B)(6) 2025, and I'm concerned that this machine will no longer be functional before that timeframe and I cannot afford to pay out of pocket for a new machine. I have used a CPAP machine every single night for over 15 years and cannot function without the breathing therapy it provides so I am gravely concerned at the probability of this machine failing and no longer being able to use CPAP for the necessary treatment of sleep apnea.